Event description:
Customer called with a complaint of leaks in the reservoir. All techniques for drawing insulin into the reservoir and placing reservoir into the compartment were verified. Techniques were done correctly. Customer also verified that the plunger had not been pressed while in place and the cycling method had been used. The customer also stated that the "o" rings looked to be slightly malformed.